Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 12:30 pm with a blood glucose level of 600 mg/dl. The customer had no symptoms other than feeling thirsty. The customer was treated for their blood glucose with their insulin pump. The customer was wearing their insulin pump during their hospital stay. The customer was sent sample sets to help resolve any issues they may have.